Event description:
It was reported occlusion alarms occurred. The customer was instructed to change pump supplies as needed, and resume insulin therapy. There was no adverse impact to customer¿s blood glucose level.